Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow unsufflation unit had no air, no co2 gas coming from the cylinder even when the cylinder was full. There was no procedure and no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely failure of the printed circuit board (tube pressure sensor) caused the malfunctions to occur. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.